Event description:
The customer called to report that they were hospitalized for high bgs. The customer stated that the batteries were removed overnight and after reinserting the batteries the pump had an error alarm. The customer was assisted in setting the pump. Troubleshooting was performed. Pump tested ok. When reviewed the customer technique showed that customer changes the site every four to five days. Also customer was in a golf tournament all day and had been sunburned. The customer did not follow the two high bg rules. Also it was stated that the dr in the hosp did not know much about the pump and believed that the pump was the cause of the high bgs.